Event description:
Report received from USA stating that the hose of the device was damaged and leaking. It was used during a spine case surgery. There was no pt or user injury. It is unknown if delay or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).